Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: intraocular lens (iol) returned in two(2) segments in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable. The haptics met specifications when dimensionally measured for edge thickness. We are unable to determine the root cause for the reported complaint. The edge thickness of the haptics were tested using an approved template and results show the lens dimensions to be within specification. All product and batch history records are quality reviewed prior to product release.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. Additional information has been requested. (B)(4).

Event description:
A customer reported upon insertion of an intraocular lens (iol), a rupture was detected of the patient's capsule. The surgeon believes it may have occurred due to the lens haptic. The initial lens was removed and a backup lens was implanted.